Manufacturer narrative:
(B)(4)

Event description:
The customer received low ca2 calcium gen.2 results for 9 patient samples accompanied with "alert" flags or delta checks on the cobas 6000 c (501) module. The customer stated that the repeat calcium results were within "normal range" and the other tests were "normal" for the samples on the same c501. Of the data provided there were erroneous results for 3 patient samples. For patient 1 the initial calcium result was 6.6 mg/dl and the repeat result was 8.8 mg/dl. For patient 2 the initial calcium result was 6.7 mg/dl and the repeat result was 8.5 mg/dl. For patient 3 the initial calcium result was 6.6 mg/dl and the repeat result was 9.1 mg/dl. The erroneous results were reported outside of the laboratory and corrected reports were issued. There were 2 patients that were given calcium due to the low initial results however the patients were not adversely affected. The repeat calcium results were deemed to be correct. The customer stated that the qc after the event was acceptable. The reagent was recalibrated and qc was acceptable. The calibration trace did not show any problems. The customer stated that they ran the calibrator as a sample and the calcium result and target value were both 10.7 mg/dl. The calcium reagent lot number was 27798601 with an expiration date of 30-nov-2018. The field service engineer (fse) determined that the sample probe was bent and the gear pump pressure was low. The fse replaced and adjusted the sample probe. The fse adjusted the gear pump pressure to manufacturer specifications. The customer ran and accepted the qc.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the potential root cause of the event. An incorrect calibration could not be excluded. Additional information for further investigation was requested but was not provided. Based on frequent errors seen on the analyzer in the past few months, these errors indicate issues with pre-analytic sample handling. An issue with pre-analytic sample handling could not be excluded as a root cause. The customer has had no further problems with calcium results.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.